Event description:
It was reported that during a meniscal repair procedure, t2 2nd implant could not be deployed. The first implant deployed fine, but the part that pushes the implant off did not retract, when the grey deployment was pulled back meaning the 2nd implant could not be pushed off the end. This occurred about 30 minutes into the case. The t1 implant was cut free and removed. An ultra fast-fix was used as a backup to complete the procedure. The patient was noted to be fine, post-procedure.

Manufacturer narrative:
No product returned for the evaluation. Method, conclusion: no product returned for evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).